Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6), 2021 that run #2780 generated a sars-cov-2 positive, influenza a negative, influenza b negative result when analyzed on the cobas® liat® system (s/n (B)(4)). On (B)(6), 2021 a recollected sample from the patient was tested run #2801generated a sars-cov-2 negative, influenza a negative, influenza b negative result when analyzed on the same cobas® liat® system (s/n (B)(4)). A retest of the recollected sample run #2802 was analyzed again on the cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. The recollected sample was tested again on a different platform the aries luminex that also generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal in remel m4rt media, 3 ml. The customer confirmed there was no allegation of harm to the patient. The positive and negative results were reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Run 2780 has weak amplification and a late CT, consistent with a low titer sample, near the limit of detection (lod) for the liat® test. Near the lod, sample results can be expected to waiver upon retest. Additionally, there can be sample variability between different collections, which can contribute to discrepant results, especially when the viral titer is low. As the recollection occurred two days after the initial test, there could also have been a change in the patient¿s viral load over time. (B)(4).